Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the returned device revealed hypotube kinks and stent damage. A visual and microscopic examination of the device noted that the stent was damaged along its entire length. Several stent strut rows were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at 955 mm distal to the proximal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following predilatation, the physician advanced the 4.00 x 32mm promus element mr stent delivery system to the lesion and it was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient condition is stable. However, the returned product analysis revealed that there was stent damage.